Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer's investigation and the device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation, however, a conclusive root cause could not be determined.

Manufacturer narrative:
No parts were returned to olympus and an evaluation of the device by olympus was not performed. In order to resolve the issue, the user facility replaced the damaged part.

Event description:
A user facility reported to olympus that the grey scope connector in the tub of their olympus oer-pro endoscope reprocessor was noted damaged and that the spring was missing; the reported problem was found during an in-service with an olympus field service engineer. There was no patient injury or harm, associated with the problem, reported to olympus.